Event description:
It was reported that a physician was attempting to deploy a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in rca with 98% stenosis, moderate tortuosity and little calcification. It indicated that the lesion was not pre-dilated, and the stent was unable to pass the lesion. When the stent was removed from the patient, the stent struts were noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between marker bands as per specification; multiple stent struts were raised, damaged and deformed.

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and damage to stent). Patient condition affected effectiveness of the device (patient lesion morphology; 98% stenosis, moderate tortuosity, little calcification). Failure to follow instructions (no pre-dilation of lesion). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; 98% stenosis, moderate tortuosity, little calcification). User error contributed to event (no pre-dilation of lesion). (B)(4).